Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported malfunction could not be confirmed through evaluation. Two samples (one used & one companion) were received for evaluation. Both samples went through the priming process with satisfactory results. Functional, pressure and clear passage tests were performed and both sets passed with satisfactory results. As this issue could not be confirmed a subsequent cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The facility representative contacted baxter (B)(4) technical services to report clearlink standard bore IV cath ext with antimicrobial coating that the "connection cracked closest to the patient" and "a leak at the luer connection closest to the patient. There was a crack. The leak was imm[e]diately noticed at the start of [infusion] (flushing). There were no issues with the luer connections, all were secure.?. There was a patient involved but there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.